Event description:
The surgeon implanted a toric silicone lens model aa4203tl. During delivery the lens unfolded and produced a capsule hole in the area of the posterior lenticonus. The patient had posterior lenticonus calipers syndrome. The lens was inserted and removed. Another lens was implanted and there were no other patient injuries.